Manufacturer narrative:
12/30/1997-supplemental report #1 sent to FDA. Device not rec'd for eval.

Event description:
The device was used during an unspecified gynecological procedure. Reportedly, the safety shield did not retract. The surgeon used another instrument to complete the procedure. The hosp reported the pt was bruised.